Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that multiple implantable pulse generator (ipg) devices had experienced premature battery depletion. No further details were available at the time of follow-up. No patient complications have been reported as a result of this event.